Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 94 colony forming units (cfus) of enterococcus faecium. The device was retested and second test result was negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to h11 of the initial report. The legal manufacture (lm) reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from the instructions for use (IFU) was confirmed: all channels were not flushed with and immersed into the disinfectant. The water quality of the rinse water for automatic endoscope reprocessor (aer) was not controlled. This report is being supplemented to provide additional information based on the lms final investigation. Despite good faith attempts the user positive culture result report was not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, deviations from IFU were confirmed therefore, reprocessing may have been conducted insufficiently. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.